Event description:
Fifteen months after receiving four cypher stents, the patient had a myocardial infarction was taken to the hospital. Patient went into cardiopulmonary arrest and thrombus was observed in all of the implanted cypher stents. Balloon angioplasty was done to treat the thrombus.

Manufacturer narrative:
The target lesions were located in the left main to the proximal left anterior descending (lad), the first diagonal, and the proximal circumflex. For the left main to the proximal lad, the vessel was de-novo, eccentric and bifurcated. Aha/acc classification of the vessel was type c. The lesion length was 40mm and vessel diameter was 3.0~3.5mm. For the first diagonal, the vessel was de-novo, concentric and bifurcated. Aha/acc classification of the vessel was type b1. The lesion length was 15mm and vessel diameter was 2.5mm. For the proximal lad, the vessel was de-novo, eccentric and ostial. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.5mm. The procedure was an elective case. For left main to the proximal lad and the first diagonal, pre-dilatation was conducted with a 3.25x15mm balloon at 20atm for 10 seconds. A 3.0x28mm cypher (lot i1105061) was implanted at 20atm for 30 seconds at the proximal lad. A 3.5x18mm cypher (lot i1105164) was implanted at 20atm for 10 seconds proximal to the 1st cypher overlapping it. A 2.5x18mm cypher (lot i1105026) was implanted at 10atm for 30 seconds by t-stenting at the first diagonal. Post-dilatation was conducted with a 3.25x15mm balloon at 20atm for 10 seconds by kissing balloon technique. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before and 3 after the procedure. For the proximal circumflex, pre-dilatation was not conducted. A 3.5x18mm cypher (lot i1105067) was implanted at 20atm for 15 seconds. Post-dilatation was conducted with a 3.25x15mm balloon at 20atm for 10 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Fifteen months later, the patient complained of chest pain and developed acute myocardial infarction and was brought to the hospital as an emergency. The patient went into cardiopulmonary arrest. Coronary angiography was conducted and thrombus was observed in all of the implanted cypher stents. To treat the thrombus, aspiration and balloon angioplasty was conducted. The physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report#'s 9616099-2007-00993, 9616099-2007-00995, & 9616099-2007-00996. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.